Manufacturer narrative:
Reader (B)(4) has been returned and investigated. Visual inspection was performed and evidence of burn marks was observed on the usb port. Further investigation was performed and burn marks and melted plastic were present around the usb port. No damage was observed on the pcb (printed circuit board), battery or battery cable. A known good battery was connected and the reader powered on successfully. The reader passed all built in tests without error. Active and sleep current was measured and were within specification. The customer did not return the charger at this time. The damage is consistent with using a non approved charger. Use of the usb cable and power adapter included with the system is recommend in product label copy. Therefore, the issue is not confirmed to use. Extended investigation has also been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release and the correct cable was included in the kit pack.

Event description:
Customer reports that their freestyle libre reader "is not charging since the port is burned." There was no report of death, serious injury, or mistreatment associated with this event.